Event description:
It was reported that during a pulse generator change out procedure, the right atrial lead exhibited oversensing. The patient was asymptomatic. The lead was capped and replaced. The patient was doing well post procedure.

Manufacturer narrative:
(B)(4).